Manufacturer narrative:
(B)(4). Investigation summary: a device history review was completed for material number 309653 and lot number 0079823. The review did not reveal any detected issues during the production process that could have contributed to this reported incident. To aid in the investigation, one physical sample was received for evaluation by our quality team. The sample came in a sealed packaging blister in a (B)(6) bag. The top web was inspected to verify the printing and there is no missing text, data or barcodes. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A review of the applicable fmea/eura ((B)(4) rev9) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: based on the sample analysis the symptom reported by the customer couldn¿t be confirmed. The top web packaging has all the printing according to the specification. Rationale: based on the investigation and with the analysis of the sample the symptom reported by the customer could not be confirmed; this lot was produced for (B)(4) units this is a cpm of 7.4. We will continue monitoring the complaints of this lot and this symptom.

Event description:
It was reported that prior to use the information on packaging was discovered missing with 48 bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: no printing on the package.